Event description:
Ous MDR - boston scientific received information that three days post implant difficulty was encountered obtaining threshold and sensing measurements. An x-ray confirmed that this right ventricular (rv) lead had dislodged. A revision procedure was performed and this lead was repositioned. The patient had an intrinsic rhythm and is not pacemaker dependent. No adverse patient effects were reported. This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.